Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 765 mg/dl and diabetic ketoacidosis. Customer was given ant nausea medication prior to going to the emergency room, and was treated with an intravenous insulin and saline drip while admitted to the hospital. The customer was released from the hospital the following day. Reportedly, the pump had unexpectedly shutdown. Customer confirmed the pump display turned on when plugged into a power source. The customer reverted to manual injections for insulin therapy.